Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
Device switching on automatically. No patient involved.

Event description:
Device switching on automatically. No patient involved.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2010. A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded and are attached to this report. The history log for this device showed that the pad-pak was first installed successfully on the (B)(6) 2010 and performed to specification up to the (B)(6) 2017. On the (B)(6) 2017, the device failed the weekly auto self-test due to low battery, the user would have been alerted with a ¿warning low battery, device service required¿ prompt and a flashing red status led. Information from the history log shows a significant decrease in voltage from the previous successful self-test. The device remained in fault mode until the (B)(6) 2018 when information from the history log shows that the device fails a manual power on due to a low battery. An additional 7 low battery warnings were recorded between the (B)(6) 2018 alongside one passed self-test which records a significantly, higher voltage than the other log entries on these dates. The test pad-pak was inserted into the device. The device leds illuminated briefly, but then failed to power on. This indicates a fault and upon further investigation it was found that the fuse had blown as demonstrated by the open circuit voltage of 18.42v measured directly across the battery cells. The device was disassembled to investigate. Further investigation found that the reported fault was caused by the failure of capacitor c9. The returned sam 300p is now outside of its warranty period and will be scrapped.